Manufacturer narrative:
Reported to the FDA on 08/02/2011. Attempted to get more information for this case but was unsuccessful. There is no contact information for the hcp that reported this issue, so we are unable to obtain any clarity. Although it states that there occurred a perineal tear, it is thought this is meant to be a peri-anal tear. Although it states the outcome was "disability", it also states the event "abated" after the surgical repair. With this paucity of information, no ability to contact the originator and lack of clarity of the facts, the event is deemed serious as involved bleeding and surgical repair to resolve it. From a preliminary clinical perspective, a causal relationship between the device and this event is deemed related because there is a temporal associated between it and the area of tissue breakdown.

Event description:
This event was found during a maude database search. Customer submitted medwatch - (B)(4).